Manufacturer narrative:
Investigation summary: the reported event of no external power alarms was confirmed via the submitted log files. The log files contained approximately 15 days of data (dated: (B)(6) 2018, per the time stamp). On (B)(6) 2018 at 21:00, the log file captured an active no external power alarm due to a power source exchange (battery power to mpu); the alarm cleared when the patient was connected to the mpu. On (B)(6) 2018 at 01:22, the rsoc voltage levels of both power cables fell from the expected ~12v down to ~3.4v in approximately three seconds; no external power and a transient backup battery fault alarms were recorded during these events and cleared when the ac power was restored; the transient backup battery fault was brief and did not result in an internal error code nor a yellow wrench alarm. The associated voltage levels indicated that the alarms occurred when the system controller was powered by a mobile power unit (mpu) and indicated an intermittent loss of power. The pump support was not affected and the system was supported by the backup battery during the event. There were no other notable alarms or events active in the log file. The mobile power unit, mpu-28494, was not returned to abbott for analysis and remains in use. Additional provided information indicated that mpu¿s patient cable had external damage which appeared to be animal bites; no pictures of the reported damage were submitted for review. The provided information indicated that the no external power alarms occurred due to the ac power cable being accidentally unplugged at home. Patient remains ongoing with the device. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(Date of implant): represents the date lvad was implanted. The serial number of the device was not provided, approximate age of device and manufacture date are not known. The mobile power unit remains in clinical use and the patient continues on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced power cable disconnect, low voltage, and backup battery alarm. The manufacturer's technical service reviewed the submitted log file and confirmed no external power alarms on (B)(6) 2018. The no external power alarm could be caused by the ac power cord disconnecting from the mobile power unit (mpu) or disconnect from the ac plug.